Event description:
The pt was revised because of pain. The tibial component was in varus, the femoral component was in valgus and the tibia and patella had wear.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusion about the reported device positioning or wear. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.